Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Event description:
Revision surgery was done (B)(6) 2012.

Manufacturer narrative:
Analysis of the returned device shows that visual examination of the one extender and two inner sleeves do not present damages. A conclusion cannot be drawn. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event. Single color photo of 3 inner sleeves show splaying of sleeve/screw interface predisposing to premature screw release. This is most likely due to over zealous torque in pulling the sleeves off of screws in previous surgeries.

Event description:
It was reported that during a grade 2 spondylolisthesis slip reduction at l4/5, "a tower dis-engaged from a screw head, thus causing a screw to back out. Surgeon tried a second time and the same thing occurred again. The surgeon was finally able to reduce the rod and lock the construct down. Surgery time was extended and the surgeon abandoned the final part of the operation. Surgeon is concerned with the holding ability of the construct. He was going to perform a plif but will now schedule an alif." No patient complications have been reported.